Manufacturer narrative:
Follow-up #1 date of submission 10/28/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. No evidence of a shortened battery life issue was observed in the pump¿s black box data. No damage or moisture was found to the pump¿s battery compartment; the returned battery cap was able to secure properly to the pump. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electric power draws were found to be within specification.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.